Event description:
It was reported that during an implant procedure that the atrial lead was not sensing or pacing. The atrial lead was not used and the physician elected to complete the procedure with a different atrial lead. The patient condition was stable.

Manufacturer narrative:
The reported event of no sensing or pacing was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing did not find any conductor fracture but an internal shorting between conductors was noted. Further testing found the inner insulation was damaged at the proximal region consistent with overtightened suture sleeve tie. The cause of the reported event was isolated to the inner insulation damaged due to the suture sleeve tie down forces consistent with procedural damage.